Event description:
The customer reported their display failed. Welch allyn field service confirmed the failure and replaced the display. There was no report of any patient harm as a result of the reported event. The customer did not provide any patient information.

Manufacturer narrative:
The device evaluation is not yet complete. A follow-up report will be submitted when the evaluation is complete.